Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer did not have symptoms. They do feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 600 mg/dl. Customer current blood glucose level was 131 mg/dl. Customer reports they have not contacted their hcp regarding high blood glucose reading. Customer treated their issue with insulin pump. Customer did not troubleshoot for air bubbles and leaks. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The name of the hospital (B)(6). (B)(6) reported the incident. The reporter number is (B)(6). Customer had diabetic ketoacidosis. Insulin pump will not be returning for analysis.